Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime or compromised forced sensor system and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that insulin pump had motor error. The blood glucose at the time of the incident was 300 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.